Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: c2tr01, implantable pulse generator (ipg), implanted (B)(6) 2011; model: 4076 (x 2), implantable pacing lead, implanted (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut and melting. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a procedure, the left ventricular (lv) lead was cut. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.